Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant medical products: lasso, carto mapping system. Other company¿s devices: navx (st. Jude medical) (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same article. Manufacturer's ref. No: (B)(4). The devices were not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that four patients developed peri-procedural strokes (two with complete recovery). All patients presented mild visual and motor deficits shortly after the procedure and required extended hospital stay. All adverse events were procedure related and possible device-related. However the physician did not claim any device malfunctions. This complaint was originally opened on june 03, 2015 under carto system as a concomitant product as carto is the only biosense webster device that was mentioned in this article. Additional information was obtained on july 09, 2015 indicating that smarttouch ablation catheters were used during procedures, thus these adverse events are re-assessed and considered MDR reportable, with new awareness date july 09, 2015. Title: ¿left atrial volume is more important than the type of atrial fibrillation in predicting the long-term success of catheter ablation.¿ the purpose of this study was to assess the relative importance of left atrium volume and type of atrial fibrillation as predictors of outcome after pulmonary vein isolation. The study was conducted between june 2005 and november 2012. Other adverse events were reported in this article: 8 patients cardiac tamponade; 1 patient pulmonary vein stenosis; 1 patient death (this adverse event was reported previously under complaint (B)(4)). Suspected device is smarttouch catheter, however catalog and lot number are unknown.